Manufacturer narrative:
The referenced history of elevated ldh was reported in MFR. Report #2916596-2019-00610. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) of 839 u/l. The patient denied complaints and reported he had clear yellow urine. The patient had a history of elevated ldh. Which was treated with integrilin in the past. The patient was also taking persantine for the ongoing issue. A speed echocardiogram, CT of the chest, and plasma free hemoglobin were obtained. The vad speed was increased from 9200 rpm to 9600 rpm. Plasma free hemoglobin was elevated at 44.6 but the patient had no clinical symptoms of hemolysis. The CT of the chest showed irregular hypoattenuating material in the outflow concerning for partially occlusive thrombus. The patient was started on a heparin drip for subtherapeutic inr. The patient plan of care was to be discharged home and to return in a few weeks for a pump exchange. The patient's ldh trended down and was 586 u/l on day of discharge and the patient was instructed to continue coumadin and persantine. The patient had no complaints and no clinical evidence of pump thrombosis or hemolysis and will continue to be monitored.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of a partially occlusive thrombus in the outflow could not be confirmed through this evaluation as the device was not returned and no photographs were provided by the account. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27may2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The account later communicated that the CT image was not available. The patient had a routine follow up on 25mar2020 and the patient was told that they would not undergo a vad exchange as their ldh had returned to baseline and had no signs or symptoms of thrombosis. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient had a routine follow up on (B)(6) 2020. Patient was told that he would not undergo a pump exchange as his lactate dehydrogenase had returned to baseline at 313 and he had no signs or smyptoms of thrombosis.

Manufacturer narrative:
Section g3: "date received by manufacturer" was inadvertently sent as (B)(6) 2020, in the prior report. The correct date for this section in the prior report is (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a partially occlusive thrombus in the outflow could not be confirmed through this evaluation as the device was not returned and no photographs were provided by the account. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated ldh could not be conclusively determined through this evaluation. The account later communicated that the CT image was not available. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.